Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the e-stop got activated, and no geometry movement happened. Upon functional testing, the fse checked the cable continuity between sd1(x11:2) to scg(x142:2) and sd1(x11:3) to scg(x142:3), and found it was loose. The fse reset the cable connector x142 at scg.geoio box. After resetting the cable connector x142 at scg.geoio box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was giving an emergency stop error. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse noted an scg to sd1 cable issue. The fse corrected the cable issue and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.